Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 44 mg/dl at the time of the incident. The customer was 66 mg/dl at the time the paramedics arrived. The customer was given food, soda, and a dextrose tube to treat. The customer experienced symptoms such as inability to move. The customer was wearing the insulin pump at the beginning of the incident. Troubleshooting was not completed. The customer appears to have treated for a meal before they had the meal, and based off sensor readings. Customer was also calling about the auto suspend feature. The insulin pump will not be returned for analysis.